Event description:
The patient was implanted with a smooth saline mammary prosthesis on 12/17/98. Subsequently, the pt experienced a deflation of the device, an infection and pain. The device was removed on 1/7/99.